Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used in 2009, during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the basket was used to catch a stone in the biliary duct. The stone was so large that it could not be pulled out of the biliary duct. An attempt was made to crush the stone utilizing an alliance handle, however, this was unsuccessful. The basket was opened and another attempt was made to crush the stone with the alliance handle. However, the basket handle was crushed by the alliance handle. The basket could not be opened, consequently, the wire was cut from the basket. Surgery was performed in order to remove the stone and basket from the pt's biliary duct. The ercp procedure was not completed. The pt was reported to be in good condition following the surgery.